Event description:
Reportedly the device was explanted at implant date 2007. The pt expired shortly after surgery. Please also reference implanted device 6900ptfx size 27, on MFR report #6000008-2008-08288.

Manufacturer narrative:
Device not returned. Atrial ventricular dehiscence-ventricular rupture.